Event description:
As reported by the field clinical specialist (fcs), during an open savr and tmvr procedure with a non-edwards surgical valve implanted in the aortic position, then a 26mm sapien 3 ultra valve with +2cc with additional felt skirt sewn, the valve sapien 3 ultra valve was deployed in the native mitral position and deemed acceptable. However, the valve embolized ventricular. The patient was still on a pump at this point, so the surgeon was able to manually reposition the sapien 3 ultra valve back into the mitral position and add x4 cor-knots to assist with stabilization. The decision was made to close the heart and remove the patient from the pump. After 15 minutes off the pump, mild paravalvular leak was noted via tee, but no rocking or signs the valve was unstable. The mild paravalvular leak was deemed acceptable by the team, and decision was made to close the chest. The following day, the fcs was informed that the patient did not make it off the table.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the embolization cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical records provided, the patient underwent open heart surgery under general anesthesia. A median sternotomy revealed a heavily calcified aortic valve requiring extensive debridement, along with significant calcification of the aortic wall, left coronary ostium, and intervalvular fibrosa. After surgical aortic valve replacement, attention was directed to the mitral valve. Due to a very narrow left ventricular outflow tract, a septal myectomy was performed, resecting approximately 8 mm of muscle to create an adequate outflow tract. Areas of significant calcification were reinforced with a bovine pericardial patch. The surgical team proceeded with a 26mm sapien 3 ultra valve implantation with additional felt reinforcement of the skirt, and the balloon expanded with an extra 2 ml of saline, and the valve was secured with supplemental pledgeted sutures. The left atriotomy was closed from either side using 4-0 prolene suture in a continuous running fashion. As the operator was completing the suture line and de-airing maneuvers undertaken, an aortotomy initial inspection revealed partial ventricular migration of the sapien 3 ultra valve (watermelon seeding). Therefore, the valve was repositioned and stabilized with additional sutures. Transesophageal echocardiography demonstrated hyperdynamic biventricular function with an estimated left ventricular ejection fraction of 85%, a well-functioning aortic prosthesis without paravalvular leak, and a mitral prosthesis showing mild regurgitation, and a small, clinically insignificant paravalvular leak with a mean gradient of 1 mmhg. During attempts to wean from cardiopulmonary bypass, significant bleeding was noted near the right aortic root due to a small tear. The tear was repaired. However, persistent hemodynamic instability occurred due to a markedly small left ventricular cavity, and severe concentric hypertrophy, characteristic of a 'suicide ventricle,' preventing effective support. Despite multiple pharmacologic interventions, pacing attempts, re-cannulation, and trialing an intra-aortic balloon pump, attempts to separate from bypass were unsuccessful. Mechanical circulatory support was contraindicated due to frailty, anatomy, and ventricular characteristics. The patient experienced progressive hemodynamic deterioration with recurrent ventricular fibrillation unresponsive to defibrillation, inotropic therapy, and sustained internal cardiac massage. Resuscitative efforts were deemed futile, and the patient passed away.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events for valve embolized into ventricle and central regurgitation was confirmed based on the medical record. A review of the device history record, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the instructions for use and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that thv was implanted in native mitral position via opened surgery for this case. Therefore, it was off label operation for this case (native mitral implantation, open surgery). In this case, it was likely the sapien 3 ultra valve was not secured adequately to the target site (native annulus) through the off-label operation, and it embolized into the ventricle when the patient was off the pump. As such, available information suggests that procedural factors (thv inadequately secured to target site, off label operation) may have contributed to the embolization. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, the valve was sutured onto the target site (native annulus) through an off-label operation, and it was deployed with additional volume (+2cc). Therefore, the combination of off label handling and additional inflation volume can potentially damage the valve or over expand the valve, leading to improper coaptation with central regurgitation. As such, available information suggests that procedural factors (off label operation, over expanded thv) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to b5, and additional information added to h11 statement. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the embolization cannot be determined, it is possible the mechanisms of the tvr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the field clinical specialist (fcs), a surgical aortic valve replacement (savr) and surgical mitral valve replacement procedure was planned. However, due to calcium burden around the native mitral valve, an open mitral procedure with a 26mm sapien 3 ultra valve was chosen. During the open savr and transcatheter mitral valve replacement procedure with a non-edwards surgical valve implanted in the aortic position, then a 26mm sapien 3 ultra valve with +2cc with additional felt skirt sewn, the valve sapien 3 ultra valve was deployed in the native mitral position and deemed acceptable. However, the valve embolized ventricular. The patient was still on a pump at this point, so the surgeon was able to manually reposition the sapien 3 ultra valve back into the mitral position and add x4 cor-knots to assist with stabilization. Per report, there was discussion between surgeon and cardiologist on removing 26mm valve and putting in a 29mm valve verses keeping the 26mm valve in and seeing how the patient responded when they came off pump. The decision was made to close the heart and remove the patient from the pump. After 15 minutes off the pump, mild paravalvular leak was noted via tee, but no rocking or signs that the valve was unstable. The mild paravalvular leak was deemed acceptable by the team, and decision was made to close the chest. The following day, the fcs was informed that the patient did not make it off the table. There was no additional information regarding the cause of death or any relation to the edwards device.